Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left common illiac artery. A 8.0 x 80, 135cm mustang balloon catheter was advanced for dilatation. However, during the first inflation, it was noted that the balloon ruptured at 10 atmospheres. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left common illiac artery. A 8.0 x 80, 135cm mustang balloon catheter was advanced for dilatation. However, during the first inflation, it was noted that the balloon ruptured at 10 atmospheres. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning at the proximal edge of the proximal markerband and extending approximately 88mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.